Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: the report of cosmetic driveline damage was confirmed based on the evaluation of the submitted photographs. The account submitted photographs for review which revealed cosmetic damage to the driveline at the terminus of the bend relief, exposing the underlying bionate layer. The photographs also showed cracking of the bend relief, immediately adjacent to the metal connector. The observed damage to the driveline did not appear to penetrate the underlying layers of the driveline. The patient¿s lvad was interrogated and there were no alarms or dysfunctions noted. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the percutaneous lead covering had a tear and rescue tape was applied to cover the tear.